Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2022-21184. It was reported that a patient presented in-clinic. Prior examination of the patient's implantable cardioverter defibrillator system revealed infection, resulting in device pocket wound dehiscence and fever. Cultures were used to confirm the infection. The system was explanted on (B)(6) 2022. The patient was stable throughout.